Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call is not working. The bed was located at the account on the 4th floor hallway. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable pins bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007, 2008, and 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.